Event description:
While using a byte night aligners, patient reported that their bottom aligner is cutting their tongue. Provided hh tips and to use file to smooth out any rough edges. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.